Event description:
The im3.st kit consists of oxygen and temperature probes and a triple lumen bolt. The reported incident alleges that the temperature bolt (component #c8.b) did not give accurate readings from the time the probe was inserted. The user facility removed the entire system without replacement and discontinued monitoring. Available for return is the im3.st kit (including the c8.b) and a 110-4l catheter that was in the third lumen and also removed, although no improper functioning has been reported.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation, and an investigation has been initiated based on the reported information.